Event description:
Customer reported that the insulin pump has been exposed to moisture damage. Customer called to report a leak in the reservoir. Customer's blood glucose reading was 250 mg/dl. Customer declined to troubleshoot for the leaky reservoir. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.